Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for failed battery test. The customer had unresponsive keypad. The mother states the pump was exposed to washer water. The customer's blood glucose level at the time of incident was 277mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarms were noted. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. All buttons functioned properly during testing. No damage on the keypad traces were noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No moisture damage was noted in the motor assembly or the electronic assembly.